Manufacturer narrative:
On the field service engineer's third service visit, he replaced and adjusted a rusted solenoid valve, sample probes, and reagent probes. He also adjusted the cuvette filling and the rinse levels of the reagent probe. Calibrations and qcs were performed and the results were within the specified ranges. The investigation determined the event was consistent with a hardware-related issue. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue. Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated.

Manufacturer narrative:
The serial number of the cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable creatinine (creap2) result from three samples from 1 patient tested on the cobas c 503 analytical unit. Sample 1 on (B)(6)2024: the initial result of the initial patient sample from the module was 1696 umol/l. The patient was admitted to the emergency room because of the reported result. The result of a new patient sample from their second module was 57 umol/l. The first repeat result of the initial patient sample from their second module was 62.9 umol/l. On (B)(6)2024: the second repeat result of the initial patient sample from their third c 503 module at 1:1 dilution was 60.6 umol/l. The third repeat result of the initial patient sample from their third c 503 module was 62.7 umol/l. The fourth repeat result of the initial patient sample from the module was 62.5 umol/l. On the field service engineer's initial service visit, he inspected the analyzer and found a bent reagent probe and issues with the liquid-level detection. On the fse's second service visit, he replaced the defective parts, adjusted the horizontal and vertical settings of the reagent arm, and performed qc with acceptable results. The issue was not resolved and new discrepant results were reported on (B)(6)2024: sample 2 the initial result was 393 umol/l. The repeat result was 91 umol/l. Sample 3 the initial result was 254 umol/l. The repeat result was 78 umol/l.